Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 7:30 a.m. The patient claimed that she obtained a blood glucose result of '408 mg/dl' with the subject meter, which she felt was inaccurately high compared to her normal blood glucose results. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient stated that she developed symptoms of 'sweating profusely, weak and shaky' 10 minutes after the alleged issue began. However, the patient denied receiving treatment as a result of the alleged issue. During troubleshooting the patient did not have control solution to perform a control test. The cca confirmed that the subject meter was set to the correct unit of measurement and that the test strips were not expired. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged inaccurately high readings obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.